Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same cases as: 2134265-2015-04763 and 2134265-2015-04764. It was reported that an automatic pullback failure occurred. During a percutaneous coronary intervention (pci), an lab ultrasound imaging system was used in conjunction with a coronary imaging catheter and a sled. However, it was then noted that the sled does not properly function as it was unable to perform an automatic pullback. This occurred during preparation and outside the patient. The procedure was then completed using another of the same device. No patient complications were reported and the patient's status is stable.